Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance over time as based on rv trends. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.